Event description:
On (B)(6) 2025, leica biosystems received the following information: ¿there was an incorrect reagent change and patient tissue was compromised. The event happened last week but not sure what date exactly. Requesting also: check all the protocols and perimeters on the tissue processors to see if they all match. Previous management may have changed protocols without disclosing. Pathologists complained that the quality of the tissue was inconsistent and was concerned.¿ on (B)(6)2025, the assigned leica field applications specialist ii ¿ core histology, northwest (fas) provided support to the customer and documented the following: ¿customer discovered on wednesday, (B)(6) 2025 that 2 runs on the same processor¿were found to be under-processed - (B)(4) cassettes total were affected. Staff knew that reagents had been changed on this processor earlier in the day so checked the changed bottles and found that the reagent in bottle 7 was not the proper concentration - it was supposed to be ethanol (100%) but had been filled with fresh 70% etoh earlier in the day¿on the day of the incident, to correct the error after the tissue was discovered under-processed, the staff refilled bottle 7 with the proper alcohol concentration and reprocessed all (B)(4) cassettes that were processed in the earlier runs with the reagent error.¿ the fas documented affected patient tissue was derived from one (1) ¿routine¿ protocol comprising 33 cassettes, executed in retort a which started at 13:00 on (B)(6) 2025 and completed at 21:29 and one (1) ¿routine¿ protocol comprising 69 cassettes, executed in retort b which started at 17:00 on (B)(6) 2025 and completed at 23:27. The type(s) and size(s) of the affected tissue samples were documented as ¿all types of tissue¿ and ¿biopsies and large tissue (mixed) ¿ 3mm-15mm¿, respectively. The affected tissue artefact was described as ¿spongy, under-processed¿ and the affected patient tissue samples were re-processed by ¿did not run backwards, split apart biopsies from larger specimens, patted excess paraffin off and re-processed biopsies in biopsy protocol and larger specimens in bm protocol ¿ histo supervisor said they shortened up both protocols but did not take note of the changes to the protocols that were made.¿ on (B)(6) 2025, the leica field applications specialist ii ¿ core histology, northwest received information from the customer that "9 cases were affected by this issue¿" on (B)(6) 2025, leica biosystems melbourne received information from the leica field applications specialist ii ¿ core histology, northwest that " the lab qa officer has advised me that all 9 affected cases were diagnosable¿" no adverse consequence(s) to a patient(s) has been reported to the manufacturer.

Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during execution of both the ¿routine¿ protocol comprising 33 cassettes which started in retort a at 12:00 on (B)(6) 2025 and completed successfully at 21:30 on (B)(6) 2025 and the ¿routine¿ protocol comprising 69 cassettes which started in retort b at 12:01 on 29 january 2025 and completed successfully at 23:30 on (B)(6) 2025, from which sub-optimal processing was reported by the customer. The root cause for the sub-optimal processing of patient tissue samples reported by the complainant from the affected runs was a use error, which occurred at 10:38 on (B)(6) 2025. Specifically, a user failed to complete manual replacement of the reagent in bottle 7 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿ due to the user error detailed, the reagent in bottle 7 (ethanol) containing 70% ethanol was used as the final dehydrating step in both the ¿routine¿ protocol comprising 33 cassettes which started in retort a at 12:00 on (B)(6) 2025 and the ¿routine¿ protocol comprising 69 cassettes which started in retort b at 12:01 on (B)(6) 2025. As detailed in section 8.1 of the leica peloris/peloris ii user manual, the minimum ethanol concentration required for use in the final dehydrating step of a protocol is 98% the consequences of using ethanol at a concentration less than the minimum required for the final dehydrating step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Although the information available indicates that all patient cases were diagnosable, the circumstances involved in this complaint have previously resulted in serious injury. No adverse impact on the quality of processing of patient tissue samples has been reported to the manufacturer in association with the circumstances involved in this complaint to date.